Event description:
The small fluff fell off when I touched it- tampon [device breakage] case narrative: consumer reported via phone that small fluff from the tampon fell off when she touched it. No injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Manufacturer narrative:
Product investigation is in progress.

Event description:
The small fluff fell off when I touched it- tampon [device breakage]. Case narrative: consumer reported via phone that small fluff from the tampon fell off when she touched it. No injury was reported.